Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no alarm sounded on the mx700 monitor when the spo2 fell. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm report.